Event description:
It was reported that during priming with one unit of a prismaflex st100 set, an external fluid leakage was observed, specified as "pipeline leaked." There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation; however, photographs and a video were provided for investigation. Visual inspection observed leakage from the pbp line. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua: (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.